Manufacturer narrative:
The device has not been returned for investigation. Root cause is unknown at this time.

Event description:
Information was received a revision procedure would be performed. As per the reporter a locking pin failure was observed on x-ray images and the right rod was not lengthening.

Event description:
See updated information h2, h3, h6 and h10.

Manufacturer narrative:
The product was received against the assigned RMA for visual and functional testing. Visual inspection revealed that there were score marks on the rod consistent with incremental distraction. X-ray imaging confirmed that there was a broken locking pin. Functional testing revealed the rod was unable to be distracted with the electronic remote controller (erc) or manual distractor. The distraction rod pulled out of the housing tube when manipulated by hand, which indicates a broken locking pin. The root cause of the pin failures may be attributed to a combination of corrosion, surface finish, and bending stresses.